Event description:
Additional information received from a healthcare provider reported the suspected problem with the device was unknown. The patient was getting an MRI.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's therapy was indicated as intrathecal baclofen (itb). The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. It was reported that there was a suspected problem with the device or therapy. The patient was having a MRI of the t and l-spine to check for pump and catheter placement. No further history was provided. No patient symptoms were reported. Additional information received from a hcp reported the patient did not have a MRI done. The suspected device problem, event date, troubleshooting, actions/interventions, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.